Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they received 2 positive quickvue otc results and 1 negative result 4 days later without any further confirmation testing. Each event is captured on a separate report.